Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and that the customer mentioned during troubleshooting that they experienced high blood glucose level of 416mg/dl. The customer treated with manual injection. Customer declined to troubleshoot for high readings. Troubleshooting for no delivery was performed and insulin exited during fixed prime. Customer also reported a bent cannula and troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.